Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During a procedure blood was leaking from the hemostasis valve of the sheath when applying negative pressure for flushing the sheath. The leak was noted prior to inserting the catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.